Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flowrate accuracy/ volumetric testing three times" was not reproduced. Evaluation sent device to flowline for flowrate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml, the test resulted in 40.976ml which is an error percentage of 2.44%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate accuracy/ volumetric testing three times occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.should additional relevant information become available, a supplemental report will be submitted.